Event description:
It was reported that when the stent was at the point of no return, customer went to pull the pin and the red bit came away in his hands. He had to cut the stent. A section of the device did remain inside the patient¿s body. Stent and introducer remained and needed removed as per notes above the patient did require any additional procedures due to this occurrence. Another stent required, removal of faulty stent and new replacement placed according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.